Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose levels of 400 mg/dl. The customer reported if fill cannula could cause a high blood glucose. The customer treated the high blood glucose level with a bolus from the insulin pump. The customer did not complete troubleshoot the insulin pump. The customer¿s last blood glucose level was 209 mg/dl. The customer declined troubleshooting for the high blood glucose level. The insulin pump will not be returned for analysis.